Event description:
The reporter indicated that lead impedance of more than 1500 ohms was measured. No pacing and sensing were observed, and a lead fracture is suspected. The pacemaker (vigor dr 1230) was programmed to the vvi mode.